Event description:
The child stopped responding to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. As of the date of this report, explantation/reimplantation surgery had not been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.